Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a mesh revision/removal on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy. It was reported that following insertion the patient experienced pain and infection. It was reported that the patient underwent removal/revision of mesh on (B)(6) 2012 dr. (B)(6) at the (B)(6). It was reported that the patient underwent removal/revision of mesh on (B)(6)2015 by dr. (B)(6) at the (B)(6).

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2012.